Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had dislodged and exhibited under sensing. The lead was explanted and replaced. The patient was fine.